Manufacturer narrative:
Device serial number was not provided. Therefore, the catalog number, device unique identifier (UDI), approximate age of device, and manufacture date were not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the review of the patient¿s submitted log files the manufacturer¿s technical services observed a no external power alarm while the patient¿s lvad was on mobile power unit (mpu) support. Technical services reported that the no external power alarms may have been associated with the ac power cable being disconnected from the mpu. No clinical symptoms were reported. There were no other unusual events seen within the log files.